Event description:
It was reported that capture difficulty was noted 2 days post-implant. CT scan indicated a myocardial perforation. The perforation was managed surgically, and the device remains implanted and in use. No further patient complications were reported as a result of this event.